Manufacturer narrative:
Additional information was provided indicating that the event occurred on (B)(6) 2015, and the implant date of the lvad was (B)(6) 2015. The event was noted at the clinic visit. Reportedly, the user did not apply excessive force when trying to connect and there were no clinical issues reported to the patient. The controller was returned for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The returned controller passed functional testing but failed visual inspection. The power port 1 connector was slightly loose. However, this port performs proper mating and locks action when a power source is connected. Controller functionality was tested and the system testing did not indicate any abnormal operation of the controller. While the exact cause that provoked the loose connector could not be determined accurately, it is likely that this damage is the result of a loose bolt. Log file analysis showed no high priority alarms. A DHR was conducted by reviewing the supplier ncmr log. No non-conformances were found in the DHR review. The controller was in use when the reported event occurred. The reported event was confirmed by visual analysis of the connectors. The root cause was likely inadequate thread locking adhesive used in the manufacturing process. Heartware will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported by medical staff that a patient experienced a loose and "moving" power connection on a controller. The controller was exchanged with no reported consequences or impact to the patient. No additional information was reported.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU states: always keep a spare controller and fully charged spare batteries available at all times in case of an emergency, beyond the two (2) power sources that are currently connected to the controller. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. This information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation.